Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results from alinity c processing module for a 62yrs old female patient. The results provided were: sid (B)(6) initial=7.5 mg/dl /repeated=1.7 mg/dl customer reference range for magnesium=1.6 to 2.6 mg/dl there was no reported impact to patient management.